Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The samples and photos were analyzed and it was possible to identify a small deformity in the first thread of the luer lock. This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly. The problem was corrected by replacing the screw which was causing the clearance in the rack assembly.

Event description:
It was reported that syringes plastipak 20ml ll s/su had leakage. The following was reported, "the syringes in this batch have difficult to attach needle to syringe. Does not attach easily, either cannula or needle. Difficulty working, especially in intercurrences. Information received by email on 3/22/2019: the customer have a lot of complaint from the technical team, the most concern was the intercurrence in the emergency room, where was a difficult to connect and to administer the drug. There was no serious injury. There was a leakage of the drug, but it was not saw any contact of blood or of the drug to the skin. The drug used was sodium bicarbonate, saline and hyoscine."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes plastipak 20ml ll s/su had leakage. The following was reported, "the syringes in this batch have difficult to attach needle to syringe. Does not attach easily, either cannula or needle. Difficulty working, especially in intercurrent. Information received by email on 3/22/2019: the customer have a lot of complaint from the technical team, the most concern was the intercurrent in the emergency room, where was a difficult to connect and to administer the drug. There was no serious injury. There was a leakage of the drug, but it was not saw any contact of blood or of the drug to the skin. The drug used was sodium bicarbonate, saline and hyoscine."